Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. Customer also reported that there are cracks on the side of the screen which may be causing condensation in the lcd screen.. Customer's blood glucose reading was 71 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the display window, electronic assembly or motor. The insulin pump had a cracked display window, cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.